Manufacturer narrative:
The device has been received and is undergoing investigation. No further information is available at this time.

Event description:
In 2004, and implantable ventricular assist device (ivad) patient lost fill and empty signal. On the prior day, the patient was in the o.r. For evacuation of pocket hematoma, at which time the fill and empty signal were present. The driver was placed in fixed rate due to the signal loss. Wave forms were evaluated and confirmed the vad was emptying. In an effort to troubleshoot the fill and empty signals, the signal processor, leads and driver were all changed out with no return of the fill signals. The patient was changed over to the dual drive console. The patient was diaphoretic and was taken back to the or. There were no kinks or obstructions. The pump was filling, but still no fill/no flash. The following day, the patient expired from an aortic aneurysm rupture unrelated to the event. The pump was explanted and returned to the manufacturer for evaluation.